Event description:
It was reported that during a thrombectomy and atherectomy procedure in the superficial femoral artery via left common femoral artery through contralateral approach, the catheter was allegedly stuck and then stretched a fair amount almost breaking. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was returned for evaluation and a catheter was physically investigated. During physical investigation a catheter was received. The helix was looking out 6.5 cm from the tip of it. The helix was found broken right at the handle window. Catheter was cut opened and a piece of a foreign guide wire was found at the broken helix section. The helix was also found broken at 42 cm from the tip of the catheter. A clear root cause could not be established. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: d2b (mcw;dqx). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in the superficial femoral artery via left common femoral artery through contralateral approach, the catheter was allegedly stuck and then stretched a fair amount almost breaking. The procedure was completed using another device. There was no reported patient injury.